Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message, on the same day of insertion, with the adc freestyle libre sensor. The customer could not monitor her blood glucose, and she became hypoglycemic and experienced the symptom of fatigue. The customer was treated with orange juice by a non-healthcare professional, and no further information was provided. There was no report of death or permanent impairment associated with this event.